Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 229 mg/dl and a sensor glucose level of 120 mg/dl. Customer also reported that the insulin pump went into threshold suspend the night before the call with a sensor glucose level around 40 mg/dl. Blood glucose level for this incident was not provided. The customer declined troubleshooting and sensor will not be replaced or returned for analysis.